Manufacturer narrative:
The nrv and main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
During evaluation of an astral device, the non-return valve (nrcv) and main circuit board were determined to be defective. There was no patient harm or serious injury reported as a result of this incident.